Event description:
During operating room procedure with pt under general anesthesia, the anesthesiologist attempted to place the bed in reverse trendelenburg. The table instead began to drop the pt's head downward at a 90 degree angle. Attempts to stop the bed by releasing pressure on the control button, pressing other buttons, and even unplugging the bed were unsuccessful. Operating room table put into service (B)(6), 1997.